Event description:
Customer reported situation with posey on cue pro 8645wl sn unknown. Chair alarm did not alert staff when battery was low / about to die. Background: fairmont m/s patient admitted to room 218 on (B)(6) 2024, late afternoon. On (B)(6) 2024 @ 0700 rn set up the chair alarm as patient would be getting to the chair in the morning. No issues with set up per rn. At 0900 the patient attempted to get out of chair and alarm did not sound. When rn went in room, the battery light upper right hand corner of alarm was red, meaning battery low/dead. Assessment per nursing staff, the posey alarm typically provides a verbal cue / message that battery is low. This did not occur at 0700 when rn set up chair alarm.

Manufacturer narrative:
The report is based solely on the information provided by the customer. No serial number was provided; therefore, the DHR for this alarm cannot be reviewed. Customer confirmed patient did not sustain any injuries as a result of this incident. Without the return of the device, the reported issue could not be confirmed. A review of the complaint database revealed 4 other events similar to the reported issue in the past two years. Product was not returned for two of the complaints, therefore, root cause could not be determined. Of the products returned, units were found to pass all functional testing and met specification. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).